Event description:
Impression of snappy but benign injection reaction/post injection reaction had been regrettable strong/developed more severe reaction after the injection [injection site reaction]. Case narrative: the case is cross-linked to (B)(4) (cluster case). Initial information was received on 22-oct-2019 and 23-oct-2019 (processed with csd of 22-oct-2019) regarding an unsolicited valid serious case from a physician from finland. This case involves an unknown age female patient who after unknown latency experienced impression of snappy but benign injection reaction/post injection reaction had been regrettable strong/developed more severe reaction after the injection, while she used the medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment (s), vaccination (s), concomitant medications and family history were not provided. On an unknown date in (B)(6) 2019 (few weeks ago), the patient received hylan g-f 20, sodium hyaluronate injection (strength-6 ml), via intra-articular route at a dose of 6 ml once (batch number: unknown) for pf (patellofemoral) osteoarthritis (nos) in the right knee. Information regarding batch number was requested. Reportedly, the hylan g-f 20 the patient received was her 1st hylan g-f 20 injection and she had not received this product before. On an unknown date in 2019, after unknown latency, the patient developed impression of snappy but benign injection reaction (assessed as serious by the reporter as it caused disability). The patient had to use the elbow crutches for a while during the adverse effect. However, the reaction subsided completely within 4-5 days. The physician told that he had been using hylan g-f 20, sodium hyaluronate more actively since spring 2019 and now his patient developed these more severe reactions after the injection. According the physician, in the end, the patient had benefitted from the hylan g-f 20 injection. However, the post injection reaction had been regrettably strong. He also stated that there had not appeared any problems regarding injection technique. As of unknown date in 2019, patient had recovered completely and had benefitted from the hylan g-f 20 injection as the injection had helped for the pain of the knee and the patient became capable to work. Patient was able to return to work. The injection was still beneficial for this patient as it was reported by the physician. It was informed that the reporter did not become worried when the batch extraction was taken into consideration but found nothing unusual/visually in the substance. For the reporter, the last consignments delivered to them was 8rsl063c, but the reporter could not be sure whether the side effects were from that particular batch. No further information was provided. Action taken: not applicable. Corrective treatment: elbow crutches. Outcome: recovered. A product technical complaint was initiated on 04-nov-2019 for synvisc-one. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation complete date: 04-nov-2019 additional information received on 04-nov-2019 from other healthcare professional. Investigation summary received and ptc results added. Text amended accordingly. Additional information received on 18-nov-2019 from physician. Therapy start date for suspect was updated from 2019 to (B)(6) 2019. Clinical course updated. Text amended accordingly.

Event description:
Impression of snappy but benign injection reaction/post injection reaction had been regrettable strong/developed more severe reaction after the injection [injection site reaction] case narrative: the case is cross-linked to (B)(4) initial information was received on 22-oct-2019 and 23-oct-2019 (processed with csd of 22-oct-2019) regarding an unsolicited valid serious case from a physician from finland. This case involves an unknown age female patient who after unknown latency experienced impression of snappy but benign injection reaction/post injection reaction had been regrettable strong/developed more severe reaction after the injection, while she used the medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment (s), vaccination (s), concomitant medications and family history were not provided. On an unknown date in 2019 (few weeks ago), the patient received hylan g-f 20, sodium hyaluronate injection (strength-6 ml), via intra-articular route at a dose of 6 ml once (batch number: unknown) for pf (patellofemoral) osteoarthritis (nos) in the right knee. Information regarding batch number was requested. Reportedly, the hylan g-f 20 the patient received was her 1st hylan g-f 20 injection and she had not received this product before. On an unknown date in 2019, after unknown latency, the patient developed impression of snappy but benign injection reaction (assessed as serious by the reporter as it caused disability). The patient had to use the elbow crutches for a while during the adverse effect. However, the reaction subsided completely within 4-5 days. The physician told that he had been using hylan g-f 20, sodium hyaluronate more actively since spring 2019 and now his patient developed these more severe reactions after the injection. According the physician, in the end, the patient had benefitted from the hylan g-f 20 injection. However, the post injection reaction had been regrettably strong. He also stated that there had not appeared any problems regarding injection technique. As of unknown date in 2019, patient had recovered completely and had benefitted from the hylan g-f 20 injection as the injection had helped for the pain of the knee and the patient became capable to work. Patient was able to return to work. The injection was still beneficial for this patient as it was reported by the physician action taken: not applicable corrective treatment: elbow crutches. Outcome: recovered. A product technical complaint was initiated on (B)(6) 2019 for synvisc-one. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation complete date: (B)(6) 2019 additional information received on 04-nov-2019 from other healthcare professional. Investigation summary received and ptc results added. Text amended accordingly.

Event description:
Impression of snappy but benign injection reaction/post injection reaction had been regrettable strong/developed more severe reaction after the injection [injection site reaction]. Case narrative: the case is cross-linked to (B)(4) (cluster case). Initial information was received on 22-oct-2019 and 23-oct-2019 (processed with csd of 22-oct-2019) regarding an unsolicited valid serious case from a physician from (B)(6). This case involves an unknown age female patient who after unknown latency experienced impression of snappy but benign injection reaction/post injection reaction had been regrettable strong/developed more severe reaction after the injection, while she used the medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment (s), vaccination (s), concomitant medications and family history were not provided. On an unknown date in 2019 (few weeks ago), the patient received hylan g-f 20, sodium hyaluronate injection (strength-6 ml), via intra-articular route at a dose of 6 ml once (batch number: unknown) for pf (patellofemoral) osteoarthritis (nos) in the right knee. Information regarding batch number was requested. Reportedly, the hylan g-f 20 injection (synvisc one) the patient received was her 1st hylan g-f 20 injection (synvisc one), she had not received this product before. On an unknown date in 2019, after unknown latency, the patient developed impression of snappy but benign injection reaction (assessed as serious by the reporter as it caused disability). The patient had to use the elbow crutches for a while during the adverse effect. However, the reaction subsided completely within 4-5 days. The physician told that he had been using synvisc one more actively since spring 2019 and now his patient developed these more severe reactions after the injection. According the physician, in the end, the patient had benefitted from the hylan g-f 20 injection. However, the post injection reaction had been regrettably strong. He also stated that there had not appeared any problems regarding injection technique. As of unknown date in 2019, patient had recovered completely and had benefitted from the hylan g-f 20 injection as the injection had helped for the pain of the knee and the patient became capable to work. Patient was able to return to work. Final diagnosis was impression of snappy but benign injection reaction/post injection reaction had been regrettable strong/developed more severe reaction after the injection. Action taken: not applicable. Corrective treatment: elbow crutches. Outcome: recovered. The product technical complaint (ptc) was initiated with gptc number (B)(4) and the results were pending for the same.